Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was not yet wearing the device. Customer was having problem placing the battery in the device. Customer's blood glucose was 535 mg/dl. Customer had called the medics. Customer will not be returning the device for analysis.